Event description:
User reported receiving a replacement pump, but the cartridge did not fit due to a longer pushrod in the new pump. There was no reported impact on the customer's blood glucose levels. The customer contacted technical support, sent a picture of the issue, and a replacement pump was provided. The customer was informed of the need to replace the pump and agreed to return the problematic pump using the provided pre-paid label. Customer declined to share information regarding their backup insulin therapy method.